Event description:
A customer site in the united states alleged that they generated discrepant results with the cobas s201 taqscreen mpx test. Specifically, the patient sample generated (B)(6) results with the cobas s201 taqscreen mpx test and (B)(6) results with an unknown serology test. The units were not released.

Manufacturer narrative:
(B)(4): no failure detected and product performed within specification.no product or batch non-conformance was identified. Upon investigation there was no trend found in the field. Qc release data for p01607 was reviewed and the issue of discrepant results has not been observed. There have not been any manufacturing non-conformance reports for batch p01607. Retain testing of the complaint batch p01607 was tested for this case and generated valid and acceptable results. Although requested, a sample was not available from the customer to be sent for further investigation. (B)(4).

Manufacturer narrative:
The investigation into this reported issue is ongoing, and therefore, no conclusion can be drawn at this time. The conclusion of this investigation will be reported through a follow-up report. (B)(4).